Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient diagnosis cancer of the esophagus and during a partial gastrectomy laparoscopic surgery; two surgeons used a transoral eeaorvil25. When they went to remove the anvil, the sutures broke so the anvil head remained inside the patient and they had to perform an urgent intraoperative endoscopy. As the anvil was not removed the procedure was converted to open and the anvil was removed. Last known patient status in the intensive care unit. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Device returned 03/10/2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one dst series eea orvil 25mm device opened by the account. The orvil anvil was observed to be tilted and separated from the tubing. The device was subjected to a measured orvil anvil retention test with an acceptable result. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.